Event description:
The patient received a vibration alert. The device was interrogated and showed high voltage impedance out of range. Noise was reproducible according to the patient movements. After removing the device, the physician observed that the pin was correctly inserted and screw completely tightened. The physician had difficulties re-inserting the lead. The device was explanted.

Manufacturer narrative:
The anomaly observed in the field was not verified in the laboratory. The hvlic measurement was within range. The device was tested on the automated electrical test system and was functional. The system detected no anomaly, and the device met all specifications.